Event description:
The facility reports the staff raised the lift to remove the resident from the bath and backed the lift away from the tub. The resident was sitting "properly" in the chair in an "upright" position. The staff was not sure whether the safety belt was secure, as the resident has a tendency to try to unbuckle the belt. The staff started to put stockings on the resident with the lift seat height approximately 31" from the floor. The resident was occupied with drying his upper body with a towel. The brakes had been applied. The staff left the resident to rinse out the tub. From the corner of her eye, the staff saw the lift tip forward and fall on the left side. The safety belt was not secured around the resident's hips. The staff member called for help and brought a sling lift in to get the resident off the floor. The resident sustained a laceration to the left side of his cheek, under his eye, and on the left side of his nose.

Manufacturer narrative:
An arjo investigator examined the device and found all functions working ok. The brakes and up and down functions were working 100% from all controls. The safety belt was in good condition. The brakes had been applied, the resident was left unattended in an elevated position, and the safety belt was not secured around the resident's hips. The operating instructions as well as a specially distributed san are very clear how the lift operation shall be done. It was stated in the report that all tub rooms had the san and wall charts clearly posted. These instructions have not been followed. Therefore, the MFR concludes the event occurred due to user error. The MFR recommends retraining of the lift operator regarding the safe and appropriate use of the lift.